Event description:
Carbon fibre jig snapped inter-operatively. Sales rep spoke to the surgeon performing the operation. He said they had actually finished the part of the procedure for which the jig was required. There were no adverse consequences to the pt; nor did it delay operating time.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.